Event description:
The devices were returned by an unknown source and without any paperwork.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97714, serial# (B)(6), was returned for product analysis. Analysis found no significant anomalies. Analysis determined that the implantable neurostimulator (ins) is at normal end of life. The elective replacement indicator (eri) or end of service (eos) indicator was set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was caller reported that the patient recently had surgery and they were trying to turn their stimulator on, but they were having problems this time. Caller stated that the last time the patient was able to charge their implant was last wednesday; patient confirmed the issue started this tuesday. Agent had the caller use the patient programmer to connect to the implant, but the programmer was not communicating with the implant at first; kept showing 'sync' and 'poor communication' messages. Agent walked the caller through resetting the programmer by removing and reinserting the batteries, then they were able to successfully sync to ins and power on, but the patient was not feeling stimulation the way they normally would. Patient confirmed the ins was charged, power was on, and intensity was at 5.50. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue; agent provided and explained use of nas phone number.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient couldn't turn it on at all. The patient met with their representative and they had to bypass the system to turn it on. The patient noted they charged it and it worked until they tried to charge again and then it wouldn't charge. The patient noted they were getting a new battery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.